Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for verify enhanced basic evaluation (be) for urgency frequency and urge incontinence. It was reported that while adjusting the stimulation, the doctor had a hard time with placement of the wire on the left side and they wondered if it had come out. It was unknown if the issue was resolved. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.